Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasions that had breached the insulation due to friction to features of the heart or another device were found at 15.9 cm - 16.1 cm, 19.5 cm - 19.6 cm and at 40.5 cm - 40.6 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.